Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the site was bleeding and red. Symptoms reported include hyperglycemia, vomiting, feeling hot, shaking, confused, tired, and dehydrated. The patient was treated with 3 bags of fluids, 2 insulin drips, 2 doses of nausea medications and long-acting insulin. The patient was released 9 hours later. The pod was not worn when seeking medical attention since the pod expired. The patient reported they were travelling out of town and did not bring any supplies with them to replace a pod,